Event description:
Complainant alleged that during a routine shift check by a clinician the device had no display except for a green dot on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.